Event description:
It was reported that the generator was producing error e432. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. However, the motherboard was replaced. The causes for the occurrence of error message e432 are as follows: 1. Defective generator board (permanent error). 2. Defective high voltage power supply board (permanent error). 3. Defective motherboard (analog-to-digital converter, permanent error). 4. Defective relay board (permanent fault). However, a definitive root cause could not be determined. Three attempts were made to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.